Event description:
It was reported that this implantable lead was part of the system revision due to systemic infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The implantable lead was explanted.